Event description:
Dealer called stating that when the l-4b scooter goes over a threshold, the scooter would allegedly short out and give a 6 flash error. Dealer checked all connections and the scooter started working fine except for a loud popping noise from the transaxle. Dealer put a different transaxle on and the noise stopped. No injury.